Manufacturer narrative:
The reported event of low sensing was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found. All tines were intact and undamaged.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited undersensing due to low atrial sensing. The physician attempted to reposition the ra lead; but the ra lead sensing issue persisted and was unable to sense p waves. The ra lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition.